Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service engineer checked the alleged patient sample and no clot was found and the filling volume was ok. He performed various checks and ran a precision check and all results were acceptable. No issues were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable hba1c iii tina-quant hemoglobin a1c iii results for 1 patient sample on a cobas integra 400 plus module. The initial result was 8.02 %. The result was reported to the patient's doctor, who requested the sample be repeated. On (B)(6) 2021 the sample was repeated and the result was 5.63 %. The reagent lot number is 56865201 with an expiration date of 31-mar-2023.